Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a no delivery alarm the night before. Her blood glucose was 450 mg/dl and she treated with a manual injection. She stated that it came down. The customer said that she changed the tubing and is on vacation but she said that she does not have a reservoir or an infusion set. She said that she tried to give herself a bolus of 2 or 3 units and it delivers okay. However, she said that she received a no delivery alarm about 10 to 15 minutes later. During troubleshooting for a no delivery alarm during bolus, customer was advised to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin exited. She wasn¿t able to remove the set in order to test a portion site of the infusion set. She was advised to change the entire infusion set system. The customer did not want to troubleshoot for her high blood glucose because she said that it was coming down. The insulin pump will not be returning for analysis.